Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit pilot tube was broken out of the package. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The reported event was confirmed. An inflation/deflation test was performed. A visual inspection was performed and no failure mode was observed. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.